Event description:
According to the reporter, during a bowel obstruction procedure, the device did not fire while being applied on ileocolic vessel. The staples did not deploy. The tissue was hand sewn to complete the case. There was no injury caused to the patient and no medical intervention was required.